Event description:
Patient also mentioned the hospital smashed their femoral nerve and hips and all their nerves and groin. The hospital used a 'femostop' machine which the patient bought, and the box said it may cause nerve damage so for 11 hours their groin was smashed with the machine to try to stop the bleeding from one of the catheters pumping blood into their leg glue into a great big aneurism in my hip. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).